Event description:
A customer contacted beckman coulter (bci) regarding a false low glucose result generated by the unicel dxc 800 pro synchron clinical systems. The low result triggered a critical rerun feature and a higher result was obtained and it was reported out of the lab. The low glucose result was not reported out of the lab. Patient treatment was not affected in connection with this event.

Manufacturer narrative:
No other analytes run with the sample were questioned or rerun. No service call was initiated or requested. The root cause for this event is unknown. A malfunction will be assumed for the purpose of this report.